Event description:
It was reported that device movement occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, during a routine follow up examination 45 days post implant procedure, computed tomography revealed the closure device had embolized. A percutaneous explantation procedure was scheduled. No patient complications were reported.

Event description:
It was reported that device movement occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, during a routine follow up examination 45 days post implant procedure, computed tomography revealed the closure device had embolized. A percutaneous explantation procedure was scheduled. No patient complications were reported. It was further reported the patient underwent a percutaneous explant procedure of the closure device which had embolized to the ascending aorta. The patient fully recovered and was discharged.